Manufacturer narrative:
(B)(4). Evaluation summary: a visual, dimensional and functional inspection was performed on the returned device. The reported difficulty to remove was confirmed. The reported failure to advance could not be tested as it was based on operational circumstances. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. The graftmaster coronary stent graft system instructions for use (IFU) states: the graftmaster rx is a balloon-expandable pre-mounted coronary stent graft for intraluminal chronic placement in coronary arteries or aorto-coronary bypass grafts for the treatment of coronary artery aneurysm, coronary bypass-vein graft aneurysm, acute coronary artery perforation and acute coronary artery rupture. It is unknown if the IFU deviation directly caused or contributed to the reported event. The investigation determined that the reported difficulties appear to be related to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture or labeling of the device.

Manufacturer narrative:
(B)(4). The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all relevant information.

Event description:
It was reported that during a balloon angioplasty procedure treating a target lesion in the internal carotid artery, blood leakage was noted and the 3.5 x 19 mm graftmaster stent delivery system was advanced to the target site; however, the device was unable to cross to the dissection in the internal carotid artery. The device was removed, with the plan to re-attempt to cross again; however, during device removal, the graftmaster stent delivery system interacted with the guide catheter. The graftmaster was not used again and a second same size graftmaster was then used, with the stent implanted. There was no adverse patient effect and no clinically significant delay. No additional information was provided.